Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a crack under the keypad. The customer stated a black circular rubber band came out of the insulin pump. The customer's blood glucose level was 170 mg/dl. Standard troubleshooting was performed. The customer stated she did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)